Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) channel. There were no reports of inappropriate shocks or pacing inhibition. No adverse patient effects were reported. A lead revision procedure was later performed. The lead was explanted due to a suspected fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 128 millimeters (mm) from the terminal pin. Two segments were returned: a terminal end segment, and a tip segment. The conductor coils extended beyond the tip- severed end. A portion, or portions, of the lead and or insulation appeared to be missing. Setscrew marks were noted on all terminal pins. The is-1 identification tag was cracked and showed signs of movement. The proximal spring electrode was stretched on the proximal end. An extracting stylet was returned in the tip segment of the lead. Cuts and laser extraction damage were noted in the insulation. Bodily tissue was noted entwined in the proximal end of the distal spring electrode and bodily fluid was noted in the rs(-) lead lumen. Resistance testing was completed on the returned lead segment to assess the electrical performance of the lead. Measurements were within normal limits. Laboratory testing of the returned lead segments was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
The lead was later returned for analysis.